Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac to treat degenerative scoliosis. It was reported that at the time of contouring the rod the surface coating came off in layers within the operative field. Fragments were left in the patient.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 1604200500, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.